Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer filed report - (B)(6).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, suffering, disability, and impairment.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced back and pelvic pain, discomfort, urinary retention, hematoma, pain when voiding (dysuria), ecchymosis (bruising), bladder instability, rectocele (prolapse), stress urinary incontinence, overactive bladder, suprapubic pressure, dyspareunia, fever, diarrhea, extrusion of mesh, vaginal infection (infection), erosion, vaginal bleeding, bloody vaginal discharge, pain with sitting, leaking urine with standing/coughing/sneezing/urge, tenderness, sensation of vaginal bulge/something unusual in entrance of vagina, nocturia, urinary urgency, urinary frequency, pinching sensation in vagina, elevated white blood cell count/hemoglobin/hematocrit, palpable rough area consistent with mesh in posterior vaginal wall (foreign body in patient), burning with urination (burning sensation), feels sensation of incomplete bladder emptying, nausea, abdominal pain, odor, blood in urine (hematuria), leukocytes in urine, blood loss, blurred vision, shortness of breath (dyspnea), night sweats, hot flashes, fatigue, difficulty swallowing, tires easily, weakness, chest pain, chest discomfort, palpitations and fluttering, weight change (weight fluctuations), abdominal and muscle cramping (cramps), heartburn, vomiting, joint pain, joint stiffness, muscle spasms, incisional diverticulum, urinary tract infection, skin changes, dizziness and required additional surgical and non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced ecchymosis, hematoma with tracking, enterocele leakage, foreign body sensation, exposed mesh, dizziness and urgency.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced sleep disturbance and vaginal discharge.